Event description:
It was reported that during use of the unit the battery was heating (c-0224255) and was not charging (c-0226221). The treatment was continued with a back-up device. There was no impact on the patient.

Manufacturer narrative:
The device was sent to our technical centre so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance and safety check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working within specifications.

Event description:
It was reported that during use of the unit the battery was heating.

Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. A visual inspection found no issues. The functional evaluation did not establish a relationship with the reported failure of overheating, the device performed within expected parameters. Manufacturing records reviewed found no non-conformances or anomalies during production and the device met all specifications upon release into distribution. A review of the complaint history found other instances of this reported issue. These instances are being monitored with further work being conducted to determine if additional actions are required. The investigation into this complaint has been completed and recorded as no fault found. A root cause investigation has shown that when the battery reaches a set temperature during charging, charging is halted until a lower temperature is achieved. Depending on the actual conditions this pause may be so long that full charge is not obtained prior to the user removing the device from the mains. Recommendations: storage of the device should be within an area that is not subject to high temperatures. Ensure the device is fully charged prior to use. Locking the screen is recommend during the charging process. Do not charge the device whilst it is stored in its carry bag. It is important that all users of this device, read and follow the instructions in the supplied manual for use. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.